Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a facility that an intraocular lens (iol) was implanted during an iol implant procedure and noted to have a scratch. The iol was removed from the eye during the same procedure. There was no patient impact reported.